Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening extended, observed 40 mm dark patch edge material inside gel device and crease fold. A microscopic analysis was performed which identified: one opening sharp on the posterior and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp opening on the posterior assessed as unidentified (tear) opening. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area," side not specified. This record for the left side. Device has been explanted.